Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant intact pth (ipth) results. Quality controls run prior to this patient sample resulted within range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse completed a total service call. The cse found an issue with the rinse blocks. The cse replaced rinse blocks. The cse ran quality controls and precision resulting in range. The cause of the discordant ipth result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2017-00451 was filed for the same event.

Event description:
A discordant, falsely low intact pth (ipth) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned them. The customer repeated the original sample on the same instrument, and recovered higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low intact pth (ipth) result.